Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective effective/ inadequate coverage. Patient¿s leads had migrated. Additionally, patient¿s ipg was inoperable. It is unknown if this occurred prematurely. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Effective therapy was restored post op.